Manufacturer narrative:
The system was checked by siemens local service. The log files showed no errors. Further details regarding system movement and the control console were requested by the factory for further evaluation. The investigation is on-going. (B)(6).

Event description:
It was reported that during an exam the table on the axiom luminos drf system suddenly began to move and then started tilting from 0 to 45 degrees with the patient on the table. According to the provided information, the tilting motion began without the operator giving command to the unit. The patient lost balance and fell to the floor sustaining no serious injuries. Later the patient was prescribed some anti-inflammatory medication to treat groin muscle pain. The reported event occurred in (B)(6).